Event description:
It was reported by the customer that a pyxis medstation es system all half height cubie pockets from drawer 4.2 (auxiliary) not detected on communication bus. The customer indicated that the nurses successfully obtained the specified medication from an alternative station without causing any delays. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer not being detected on communication bus. A field service engineer inspected the station and found no failures. The system functioned as intended after the field service engineer troubleshooted the device.